Event description:
A consumer reported that following the use of this product, he experienced his eyes becoming extremely irritated. The consumer reported at first it was a burning sensation and then it led to temporary blindness. He had his mother take him to the hospital. He reported he was told in the emergency room that he had the option of having surgery or going blind. He reported he had the procedure (unknown what type) the next morning. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/27/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).